Event description:
Patient reported bilateral exchange from textured to smooth breast implants. Additionally, patient reported right side rupture and capsular contracture with unknown baker grade. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture with unknown baker grade.

Event description:
The device have been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: unable observe opening in the device. Additional observations: observed deformation on the device. Brown particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported bilateral exchange from textured to smooth breast implants. Additionally, patient reported right side rupture and capsular contracture with unknown baker grade. The device has been explanted. This relates to the right side.